Event description:
It was reported that the battery gauge was fluctuating resulting in the pump shutting down. The customer¿s blood glucose (bg) level that was displayed as "high", although specific value was not provided. Customer addressed elevated bg by a correction injection via manual insulin therapy. The customer reverted to a backup insulin therapy.